Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1010970 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1010970 and test base part number 190-430 / lot 1010970. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1010970 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a nasal kitted swab. Pcr confirmation testing generated a negative result. Customer confirmed patient was not symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed that they had to delay a surgical procedure until the patient was confirmed to be negative.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.